Event description:
Patient underwent cataract surgery on 12/07/98, and implantation of a staar model aa-4207vf intraocular lens. However, the doctor stated that the lens ejected in an uncontrolled manner and tore the posterior capsule. He removed the lens, performed an anterior vitrectomy and implanted a sulcus lens.